Manufacturer narrative:
No faults were found with the system 7500 esu. However, the abc extension adapter was found to be damaged/broken which would have contributed to the reported event described in this medical device report. Further info obtained revealed the abc extension adapter had been used by the user facility for approx 4 to 5 years. The adapter would have been used hundreds of times. The info provided to conmed reasonably suggests the abc extension adapter was used beyond its intended life (100 repeated uses).

Event description:
During ablation of a lesion on the lining of the large intestine, the surgeon experienced a problem with the operation of the argon-enhanced electrosurgical unit/handpiece. It was reported that the pt underwent excessive bleeding and that the surgeon continued with the electrosurgical unit/handpiece until the bleeding stopped by holding the probe directly on the surface of the tissue, knowing it was not the correct way to use the esu. An extended procedure time was reported due to the bleeding.